Event description:
It was reported to boston scientific corporation in 2008, that a gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed the day before (patient age, gender and weight are unknown). According to the complainant, during the procedure, the device would not turn on. The procedure was completed with another gold probe device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The lot number of the gold probe is not known; therefore, the device manufacture date and expiration date cannot be determined. The device has been discarded. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.

Manufacturer narrative:
(B)(4).